Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the user interface (ui) pcb assembly and completed other, unrelated, repairs. After observing proper device operation through functional and performance testing the unit was returned to the customer for use. Physio-control further evaluated the removed ui pcb assembly and confirmed that it had caused the reported issue; however, further component level cause could not be conclusively determined.

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it continuously rebooted by itself. As a result, defibrillation would not be possible if it were necessary.

Manufacturer narrative:
The initial medwatch report should indicate: gtin/device identifier (di) number ¿ (B)(4).

Event description:
The customer contacted physio-control to report that their device had a service indicator present. There was no patient use associated with the reported event. Upon evaluation of the customer's device, physio-control observed that it continuously rebooted by itself. As a result, defibrillation would not be possible if it were necessary.